Event description:
Lead was attempted. Per rep, physician tried to burrow through the septum to reach lbb but was unsuccessful. When trying to remove the lead, the helix would not retract. Physician pulled on the lead causing the helix to disconnect and it remains in the patients septum.

Manufacturer narrative:
On 25-may-2023: medwatch (B)(4). Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis confirmed that the fixation helix was fractured and separated from the lead tip. The damage most likely resulted from the surgery due to severe mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.